Event description:
It was reported that stored strips of the right ventricular (rv) lead indicated lead noise. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed. Analysis found a connector issue. Intermittency between the connector pin and cap was noted. Blood/body fluid was also noted on the proximal conductor (not obstructed). The outer insulation was kinked/buckled, melted, breached cut, had cosmetic environmental stress cracking and cosmetic depression. Blood was noted in/on the helix/lobe mechanism and tissue was noted on the helix. The lead was also stretched.